Event description:
It was reported that the lead dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead dislodged. The lead remains in use. The dislodged lead was noted to be close to the tricuspid valve. It was later reported the patient had an infection on the tricuspid valve and had open heart surgery to fix it. The device and two leads were explanted and were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor stretched, there was blood/body fluid on all conductors (not obstructed), the inner and outer insulation was torn, the outer insulation was breached cut and had a cosmetic depression and there was apparent explant damage. (B)(4) - the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal and proximal conductors (not obstructed), the inner insulation was kinked/buckled and torn. Also the outer insulation had a cosmetic cut, was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression. The helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. The lead was stretched and the analyst commented the lead was stretched to 66 centimeters.